Event description:
It was reported that the lead exhibited loss of capture and loss of sensing during implant. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of loss of capture and loss of sensing was verified in the laboratory. Too many revolutions when trying to extend the helix caused the inner coil to become over torque and this damaged the inner insulation and short circuited the lead coils.